Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report the absence of the no delivery alarm. The customer performed the high pressure test twice and both times it failed. The customer's blood glucose reading was 17.5 mmol/l. The customer was sent a replacement, and was asked to return their device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. No cosmetic damage noted during our physical inspection.